Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, the patient began experiencing symptoms including headache, nausea, slurred speech, and difficulty walking. The patient's blood glucose level was 33 mg/dl. The patient was promptly treated with intravenous glucose. The patient's hospital stay lasted under 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011746, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011746. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011746 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 26-feb-2025, with a total of (B)(4) units. The assembly, lot 5b01805 was manufactured according to the wi version 28 and manufactured in the quickset line, on 26-feb-2024, with a total of (B)(4) units. The assembly, lot 5b01806 was manufactured according to the wi version 28 and manufactured in the quickset line, on 26-feb-2024, with a total of (B)(4) units. The assembly, lot 5b01807 was manufactured according to the wi version 28 and manufactured in the quickset line, on 26-feb-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5b03915 was manufactured according to the wi version 42 and manufactured in the gluing machine 4-8, on 25-feb-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5b03916 was manufactured according to the wi version 42 and manufactured in the gluing machine 4-8, on 26-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Wi guidance for visual test for complaints area version 3: on reference samples, 9 samples out 10 samples passed the test, 1 sample failed the test, sample 5 was found with a defective tubing connector the click leg was closed, no relation with malfunction code. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.